Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Physical condition of the device: damaged dso seal. Functional testing duplicated the customer reported issue. The investigation determined that the pump's dso seal was damaged. The dso seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal is out of service. Per reporter, the problem was found when the equipment was returned to their premises during the usual restocking checks and annual preventive maintenance.